Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the middle section of the stent was damaged. The stent appeared to be compressed and some struts were lifted. The balloon did not appear to have been subjected to any positive pressures and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on 25 sept 2013. It was reported that crossing difficulty was encountered. The target lesion was located in a moderately calcified and severely tortuous right coronary artery (rca). A 3.50x20mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.